Manufacturer narrative:
Patient identifier (B)(6).

Event description:
It was reported via user medwatch (B)(4) that tip detachment occurred. A luge guidewire and an acuity pro guide catheter were in use as part of a procedure in the electrophysiology (ep) lab. Part of the guidewire broke off while in the coronary sinus and could not be retrieved with a snare. The wire was retained in the heart.